Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap fractured and partially broke off and may have included a broken or melted bevel area. Part of the fiber cap broke off or the entire fiber cap slid off. Burnt glue on the bevel portion was generally evident. The device failure is associated with a lack of cooling. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a customer that on (B)(6) 2010 there was significantly diminished vaporization efficiency at 47,018 joules.